Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. This occurred during the implant procedure. The cautery feature was unplugged and the impedance was still out of normal range. Subsequently, the physician decided to place a different rv lead. The lead remains in service. No adverse patient effects were reported.